Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to myopotential oversensing. The detection enhancements were reprogrammed to mitigate further inappropriate therapy. No adverse patient effects were reported.